Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed, approximately 695 millimeters (mm) from the distal end. The helix was noted to be in an extended position, with dried body fluid and tissue noted throughout the helix housing. Induced cuts from the explant procedure were noted in the lead insulation. Calcification was observed on the distal end. The shocking coils of the lead were observed to have been stretched from the tip to 470 mm, and there were noticeable alterations to the lead body in this area as well, again this was likely induced from the procedure. The extraction tool was stuck in the lead and had to be cut off for further analysis. The shocking coils were noted to be out of alignment at approximately 25 mm from the tip. The rate/sense (r/s) coils were observed to be looped out of the lead body at approximately 50 mm from the distal end, the polyurethane appears cut. The returned distal segment of the lead failed continuity testing due to two fractures located approximately 79 mm from the tip end, and the other at 135 mm from the end. These fractures were likely induced as well during the explant procedure from pulling the lead with the extraction tool. An x-ray confirmed the r/s fractures.

Event description:
It was reported that this right ventricular (rv) lead exhibited both high out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms respectively. A rv lead fracture was suspected. Surgical intervention was performed, and the rv lead was explanted and replaced. The physician noted difficulty removing the rv lead, however it was extracted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited both high out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms respectively. A rv lead fracture was suspected. Surgical intervention was performed and the rv lead was explanted and replaced. The physician noted difficulty removing the rv lead, however it was extracted successfully. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited both high out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms respectively. A rv lead fracture was suspected. Surgical intervention was performed and the rv lead was explanted and replaced. The physician noted difficulty removing the rv lead, however it was extracted successfully. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.